Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer reported the infusion set had a bent cannula. The customer treated for the high blood glucose levels with the insulin pump. The customer blood glucose at the time of the incident was 322 mg/dl. The customer's current blood glucose level is unknown. The customer did troubleshoot the issue. The infusion set will not be returned for analysis.